Event description:
It was reported when using the bd pyxis medstation es system fridge temperature was high. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fridge temperature was high. The technical support specialist stated that the issue was on customer end as it was their facility handles the fridge. The system functioned as intended.